Manufacturer narrative:
Manufacturers ref# (B)(4) event is considered reportable to FDA after investigation was complete 27jan2026. G4) similar to device marketed under 510(k)/PMA: p140016. Summary of investigational findings: tevar (thoracic endovascular aortic repair) for descending aorta with embolization of the celiac artery was performed. The distal end of the distal component was planned to be placed at right above the sma (superior mesenteric artery). The user inserted the delivery system from the left femoral artery and zta-p-34-161-w1 was placed, and then flushed the delivery system of zta-d-36-142-w1 (complaint device) with 60cc fluid and noticed the flush fluid leaked from the distal end of the black gripper, but used the device on the patient (related complaint). After unsheathing at the target site, the user turned the black safety-lock knob and then turned the blue rotation handle until stopped. Then the user tried to turn the gray safety-lock knob on the black gripper, but it was unable to turn due to stiffness. The user confirmed that the blue rotation handle was fully turned, then attempted to turn the gray safety-lock knob again, but it was still unable to turn due to stiffness. So, the user gripped the gray safety-lock knob with a forceps and tried to turn again, managing to turn it with difficulty. However, the gray knob turned only itself and broke. At this point, it was checked if it was possible to pull the black gripper, but it did not move at all. Then the screw part of the broken gray safety-lock knob was removed from the black gripper by turning it, and the black gripper was pulled with very strong force, and it gradually moved. After about 30 minutes, the black gripper was pulled enough to hear a click, but the bare stent was not deployed as it remained closed. Even though the transparent cap was not visible by fluoroscopically, it was determined the transparent cap did not move since the distal side of the gray inner catheter did not move. The blue rotation handle was turned to release the proximal side because the blue rotation handle window was green. The outer sheath was stabilized in the same manner of tip retrieval, and pulled the inner catheter out, which somehow released the distal bare stent, completing the procedure. The anatomy was reported to be within the IFU (instructions for use). The graft was not altered in any way prior to implant. This complaint addresses challenging release of the distal end of the stent graft. The event of the leakage from the distal end of the black gripper and the event of the challenging gray safety-lock knob release are handled in related complaints. The complaint reported by the user was confirmed. Complaint is confirmed based on visual and/or functional inspection. A part of the device was returned for evaluation. The device evaluation determined the following: zta-d-36-142-w1 was returned without stent graft and shipping stylet. The gray safety-lock knob was returned in two pieces and separated from the device. The inner diameter of the bottom cap was measured to 4.75 - 4.78 mm. Some indentations and one deep burr were observed on the proximal part of the bottom cap. Several scratches were observed on the inner side of the bottom cap and were located all the way around the bottom cap and went out towards the edge (release of stent direction). A burr was observed in the wire hole on the inner side of the bottom cap. The review of the relevant manufacturing records determined that this is a repeat incident of this failure for this manufacturing lot (bottom cap) as there are three other complaints addressing the same issue. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause was identified. Based on the device evaluation it was determined that the barbs of the bare stent became stuck in the bottom cap, which likely contributed to the difficulties to release the distal end of the stent graft. An internal action has previously been initiated to address this issue and relevant personnel has been notified of this complaint. Cook will continue to monitor for similar incidents. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: tevar (thoracic endovascular aortic repair) for descending aorta with embolization of the celiac artery was performed. The distal end of the distal component was planned to be placed at right above the sma. The user inserted the delivery system from the left fa (femoral artery) and zta-p-34-161-w1 was placed, and then he flushed the delivery system of zta-d-36-142-w1 with 60cc fluid and noticed the flush fluid leaked from the distal end of the black gripper, but he used the device on the patient. After unsheathing at the target site, the user turned the black safety-lock knob and then turned the blue rotation handle until stopped. Then he tried to turn the gray safety-lock knob on the black gripper, but it was unable to turn due to stiffness. The user confirmed that the blue rotation handle was fully turned, then attempted to turn the gray safety-lock knob again, but it was still unable to turn due to stiffness. So he gripped the gray safety-lock knob with a forceps and tried to turn again, managing to turn it with difficulty. However, the gray knob turned only itself and broke. At this point, he checked if he could pull the black gripper, but it did not move at all. Then he removed the screw part of the broken gray safety-lock knob from the black gripper by turning it, and he pulled the black gripper with very strong force, and it gradually moved. After about 30 minutes, the black gripper was pulled enough for him to hear a click, but the bare stent was not deployed as it remained closed. Even the transparent cap was not visible by fluoroscopically, he determined the transparent cap did not move since the distal side of the gray inner catheter did not move. He turned the blue rotation handle to release the proximal side because the blue rotation handle window was green. He stabilized the outer sheath in the same manner of tip retrieval, and pulled the inner catheter out, which somehow released the distal bare stent, completing the procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: tevar (thoracic endovascular aortic repair) for descending aorta with embolization of the celiac artery was performed. The distal end of the distal component was planned to be placed at right above the sma (superior mesenteric artery). The user inserted the delivery system from the left femoral artery and zta-p-34-161-w1 was placed, and then flushed the delivery system of zta-d-36-142-w1 (complaint device) with 60cc fluid and noticed the flush fluid leaked from the distal end of the black gripper, but used the device on the patient (related complaint). After unsheathing at the target site, the user turned the black safety-lock knob and then turned the blue rotation handle until stopped. Then the user tried to turn the gray safety-lock knob on the black gripper, but it was unable to turn due to stiffness. The user confirmed that the blue rotation handle was fully turned, then attempted to turn the gray safety-lock knob again, but it was still unable to turn due to stiffness. So, the user gripped the gray safety-lock knob with a forceps and tried to turn again, managing to turn it with difficulty. However, the gray knob turned only itself and broke. At this point, it was checked if it was possible to pull the black gripper, but it did not move at all. Then the screw part of the broken gray safety-lock knob was removed from the black gripper by turning it, and the black gripper was pulled with very strong force, and it gradually moved. After about 30 minutes, the black gripper was pulled enough to hear a click, but the bare stent was not deployed as it remained closed. Even though the transparent cap was not visible by fluoroscopically, it was determined the transparent cap did not move since the distal side of the gray inner catheter did not move. The blue rotation handle was turned to release the proximal side because the blue rotation handle window was green. The outer sheath was stabilized in the same manner of tip retrieval, and pulled the inner catheter out, which somehow released the distal bare stent, completing the procedure. The anatomy was reported to be within the IFU (instructions for use). The graft was not altered in any way prior to implant. This complaint addresses challenging release of the distal end of the stent graft. The event of the leakage from the distal end of the black gripper and the event of the challenging gray safety-lock knob release are handled in related complaints. The complaint reported by the user was confirmed. Complaint is confirmed based on visual and/or functional inspection. A part of the device was returned for evaluation. The device evaluation determined the following: zta-d-36-142-w1 was returned without stent graft and shipping stylet. The gray safety-lock knob was returned in two pieces and separated from the device. The inner diameter of the bottom cap was measured to 4.75 - 4.78 mm. Some indentations and one deep burr were observed on the proximal part of the bottom cap. Several scratches were observed on the inner side of the bottom cap and were located all the way around the bottom cap and went out towards the edge (release of stent direction). A burr was observed in the wire hole on the inner side of the bottom cap. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause was identified. Based on the device evaluation it was determined that the barbs of the bare stent became stuck in the bottom cap, which likely contributed to the difficulties to release the distal end of the stent graft. An internal action has previously been initiated to address this issue and relevant personnel has been notified of this complaint. Cook will continue to monitor for similar incidents. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.